Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Information was received that the implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri). The device was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.